Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported that the inserter needle of the abbott diabetes care (adc) device was protruding from the sensor upon application. The customer experienced bleeding and self-treated by removing the sensor. There was no report of death or permanent impairment associated with this event.